Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2022, the optifix straight fixation device was used to fixate an unknown soft mesh in the area of cooper's ligament. As reported, 2 or 3 fasteners successfully fixated the mesh. While deploying the 3rd or 4th fastener, the device could not deploy any other fasteners. It is also reported that there was a broken fastener which was removed from patient's body. The device was cycled several times in the air; however, the fasteners remained jammed and the handle (lever) able to actuate completely. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device failed to deploy after 3rd or 4th fastener and deployed a broken fastener. The subject device was returned for evaluation. Evaluation of the sample finds for a bent guidewire and backup tabs. Functional evaluation of the sample confirms broken fastener. The reported performance issues (failed to deploy and broken fasteners) are a known result of bent guide wire and deformed backup tabs. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause is due to the applied forces while fixating in the area of cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The precaution section of the instructions for use (IFU) supplied with the device, states that "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." And it also states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Sample evaluated.